Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the beginning of a robotic laparoscopic hysterectomy procedure, during the dissection of the round ligament, the arm cart assembly exhibited a visible robotic arm tremor, observed on the operating room team interface (orti) screen. It was reported that the tremor persisted without any system error being reported. The dock angle could eventually be changed, however, were using the designated setup for hysterectomy. The arm cart assembly was described as not being fully rolled, fully extended or fully collapsed. There was no patient injury.